Event description:
It is reported that when the circulator was removing the implant from the container, she noticed a black residue inside of the plastic. A new stem was opened and used.

Manufacturer narrative:
This report will be amended when our investigation is complete.